Event description:
The device was removed due to infection. The patient's outcome is unknown. Further information is being requested at this time.

Manufacturer narrative:
Final device analysis revealed no anomalies on the ipg; it was functionally ok.